Event description:
It was reported via voluntary medwatch that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the insertable cardiac monitor exhibited failure to interrogate via bluetooth. No further information was provided.